Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal inadvertent interaction between the deployed stent and the tip of the device resulted in the reported tip material separation/noted tip/tip lumen/tip jacket separations; thus resulting in the reported difficult to remove and resulting in the reported activation failure. The reported difficulties possibly caused/contributed to the reported hemorrhage/blood loss/bleeding however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly manual compression was applied and a new guide wire and small unspecified balloon were used to treat the hemorrhage. The stent that was sticking out of the artery was manually pushed into the target lesion and the puncture site was surgically closed. The reported patient effect of hemorrhagic event is listed in the supera peripheral stent systems instructions for use as a potential adverse effect(s) of peripheral percutaneous intervention. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the puncture of the cfa was created and placement of an unspecified guide wire and unspecified short introducer was preformed. A 7.5x80mm supera self-expanding stent was advanced and attempted to be fully released; however, resistance was felt and gently pushed and pull the stent. The stent was thought to be deployed in the introducer, but imaging showed that was not the case. During removal of the stent delivery system the nose cone separated but remained on the unspecified guide wire. When attempting to remove the guide wire with nose cone the stent partly went out of the artery causing a hemorrhage. Manual compression was applied and a new guide wire and small unspecified balloon were used to treat the hemorrhage. The stent that was sticking out of the artery was manually pushed into the target lesion and the puncture site was surgically closed. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.